Event description:
It was reported when using an unknown bd® blood collection tubes sample draw is not reaching the minimum mark. The following information was provided by the initial reporter. The customer stated: ¿recently we've used a batch with longer expiration deadline but it has the same filling effect. (B)(4) customer complete report: customer reports the sample draw is not reaching the minimum mark, which leads to issues in the reactive-sample relation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown, device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using an unknown bd® blood collection tubes sample draw is not reaching the minimum mark. The following information was provided by the initial reporter. The customer stated: ¿recently we've used a batch with longer expiration deadline but it has the same filling effect. Pr# (B)(4), customer complete report: customer reports the sample draw is not reaching the minimum mark, which leads to issues in the reactive-sample relation.

Manufacturer narrative:
H.6. Investigation summary: "material #: unknown. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."